Event description:
The patient was not getting the same stimulation coverage and stopped using the implantable neurostimulator (ins). The ins became overdischarged. A physician mode reset was performed. After the ins was charged, on interrogation the physician programmer, patient programmer, and the recharger all showed an end of service (eos)/end of life (eol) message. Per the patient, this was the first overdischarge since implant. They were able to charge the ins fine and got 8 coupling bars at a 75% charge level; they were unable to turn the ins on because the eos message appeared. They conducted group and electrode impedances; the results were not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.